Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 11/16/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round high profile 380cc saline prosthesis, catalog: 3501470, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with mentor smooth round spectrum 425cc saline prostheses. Deflation on the left breast prosthesis was diagnosed post procedure through imaging, symptoms reported by the patient, and a physical examination. At the time of this report, mentor has received no information regarding explantation or expected explantation date; however, the patient plans to replace with similar mentor smooth round spectrum 425cc saline prostheses; catalog # 3501470.